Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that during their holiday the tubing got disconnected from the quick release. Reportedly, the quick release was still connected but the tubing became loose. No further information available.